Event description:
Suture broke in the pt, which caused a rip in the abdomen (disembowel). The suture broke in the middle not at a knot position. The surgeon closed the pt in one plane, using two strands (1/3 and 2/3). As of 2/17/97, it was reported that the pt is recuperating normally.